Event description:
It was reported that this electrode and subcutaneous implantable cardioverter defibrillator (s-ICD) were explanted due to infection. The patient was given intravenous antibiotics and a new system will be implanted on an unknown future date. No additional adverse patient effects were reported.